Manufacturer narrative:
The IFU contains and the device displays multiple warnings about not smoking while using the device. The device did not cause patient injuries and there was not reported damage to the device. This report is for administrative purposes only.

Event description:
"Patient was in bed smoking while using nidek, she dropped the lit cigarette onto her tubing / cannula. She tried to move the cannula to prevent heat damage to the bed, but she ended up burning her fingers. She sought medical attention from ER. She was diagnosed with first, second and third degree burns on her right hand. Patient advised the device was not harmed and is still functioning as intended. The patient is still using it and does not want a replacement."